Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized, due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 296 mg/dl. Troubleshooting was performed and found that the basal rates in the insulin pump were not programmed correctly due to a mistake by her healthcare provider. The displacement and self tests passed. The customer stated that she will contact her doctor to assist her with correcting the programming on the insulin pump. Nothing further was reported.